Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run, the trigger was jammed and one of the coupling levers jammed when coupling to an attachment device. Therefore, the reported condition was confirmed. It was noted that the electronic control unit and electric motor were corroded, and the coupling head and trigger components were worn. The assignable root cause was determined to be due to wear on components from inadequate cleaning/care and possible immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary femur fracture surgery on a canine, it was observed that the small battery drive device would not turn on. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was no human patient involvement reported as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.